Event description:
Per the audiologist, the patient responded inconsistently to sound and resisted using the cochlear implant system. Results of integrity tests done in 2007 and 2008 showed normal receiver/stimulator function with two intermittent electrodes. Results of a CT scan (date not reported) were equivocal. The patient's device was explanted two months later, and a new device was reimplanted during the same surgery. The patient does not respond with the new implant.

Manufacturer narrative:
This is a final report, filed december 08, 2008.